Event description:
It was reported that a user participating in the ilet experience study experienced an episode consistent with hypoglycemia and described feeling dizzy, with the cause unclear. Symptoms included dizziness associated with low blood glucose. Outcomes included the need for self-treatment with oral glucose. Investigation included review of available user-reported information. Investigation of this case revealed insufficient information to identify a device malfunction or use-related issue. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.